Manufacturer narrative:
The codman perforator (ID (B)(6)) was returned for evaluation. Device history record (DHR) - batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis - the perforator unit was inspected using the unaided eye. Anomalies observed were noted the tested unit was soiled and arrived disassembled although a photo shows it was kept together without a weld. There was also the presence of a ¿proud¿ weld on the sleeve that was felt over the label. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint of disassembly could be verified through failure analysis but plunge could not be confirmed through testing. Root cause analysis - evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA). For plunge issue reported the complaint was not confirmed. Potential causes of failure include perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse.

Event description:
N/a.

Manufacturer narrative:
The codman perforator (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a potential cause of the reported failure may be related to the angle positioned and/or pressure application during use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the auto release function of a codman perforator (ID (B)(6)) did not work properly after making the fourth burr hole causing damage to the dura matter. Then when pulling out the device, it disassembled. The bleeding was stopped using spongel and bolheal. All the disassembled parts were recovered. The event did not led to surgical delay. The primary disease of the patient is meningioma and is in follow- up. According to information provided, it is unknown if the drill was electric or pneumatic. It is unknown if the perforator clicked in place in the drill, and if the recommended spring tests being performed between each burr hole. It is unknown if a perpendicular approach was maintained through the drilling process or was there any rocking motion included. It is also unknown if there was constant downward pressure, and unknown if an x-ray was taken to assure no disassembled parts left on patient.